Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's event that the device online repair request was unable to dismiss notifications without unplugging. A device was returned to a manufacturer / third-party service center. During the evaluation of the device, the unit does not have the reusable pollen filter or the humidifier water tank, damaged ui bezel plus and pca is burned. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.